Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection of a cassette line to the bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient needed assistance with the alarm. The technical service representative advised the patient to start over with new supplies. During the troubleshooting, it was determined that the supply bag came loose. During the follow up the patient could not provide any additional information. There was no patient injury or medical intervention associated with this event. No additional information is available.